Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Outcome attributed to adverse event - delay in surgery. (B)(4).

Event description:
It was reported that during the implant attempt the right ventricular (rv) lead kinked when inserted into the sheath after a tortuous introduction to the superior vena cava (svc) through patient anatomy. The rv lead was pulled out of the sheath and re-inserted. The screw would not fully deploy or retract after multiple attempts and high impedance was observed. It was noted that the issues with the rv lead caused a longer implant time. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.